Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with periods of asystole. Upon interrogation, intermittent pacing and pauses episodes were noted. The pacemaker was noted to have reached eri on (B)(6) 2019 and eos on (B)(6) 2020. The right ventricular autocapture algorithm had triggered high output pacing mode. It was norther noted that the patient had not had device interrogated since (B)(6) 2016. During generator change the right ventricular lead would not capture at high outputs. The existing lead was capped on (B)(6) 2021, and a new lead placed. The patient was stable.